Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages, damaged cable) was confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires and causing the reported "add gel" messages. The root cause for the strained cable could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.

Event description:
Download data revealed that a (B)(6) female patient was receiving "add gel" message without prior gel release. Further investigation revealed that the patient's electrode belt cables were damaged. Zoll customer support contacted the patient and issued her a replacement electrode belt.